Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed no evidence of unexplained rebooting. Visual inspection revealed that the battery cap and compartment are intact. The battery cap tightened securely to the battery compartment with no yellow o-ring showing. The pump was exercised for 24 hours with no power loss occurring. Unrelated to the complaint, investigation revealed that the keypad was torn between the contrast and up arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient's mother contacted animas alleging the subject pump was continually rebooting without user intervention. At the time of troubleshooting, the reporter denied any structural damage to the pump casing or battery cap. The reporter also denied any corrosion within the battery compartment. The reporter did not have a battery to change out with the pump's current one to determine if that would resolve the alleged issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.